Event description:
A male pt who was stable and hct was around 23-24 had aaa repair in 2008 due to a migrated stent of another MFR that had ruptured. A renu converter graft, iliac leg graft and an occluder were all inserted successfully. There was difficulty advancing the grey dilator up through the graft due to the angle, in order to recapture the top cap. The final run showed a large type I endoleak. The physician re-ballooned with coda to no avail. There was discussion about using another MFR's stent but the physician chose not to due to the fact that it would be harder to explant if there was still a leak. The pt was converted to open repair and became hypotensive during the open procedure and not doing well. A lot of blood lost. Pt status at this time is unk.

Manufacturer narrative:
Event eval: no product was returned to assist in our investigation. Our cook's instructions for use states that access vessel diameter (measured inner wall to inner wall) should be compatible with vascular access techniques and delivery systems of the profile of an 18 to 20 another country vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The zenith renu aaa ancillary graft is designed to provide positive proximal fixation buy may not address deficiencies in previously implanted endovascular grafts or correct the clinical problem caused by the pre-existing graft. An internal clinical review of this event determined that the difficulty advancing the grey dilator was the result of pt anatomy.